Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.